Event description:
Prowater wire became stuck in distal left main/proximal lad. Prowater wire became stuck in distal left main/proximal lad during coronary intervention. The physician noticed that the wire was broken prior to advancing any balloon or stent. The physician was able to use a balloon to pin the wire to the guide catheter and remove everything.